Event description:
When the device was removed from the hoop there was no stent on the balloon. The hoop was inspected, but the stent was not there. It was felt that there was never a stent put on the balloon. No pt involvement. No additional info available. This MDR is being filed based on the results of the returned goods analysis, which revealed that the stent had originally been crimped on the balloon and may have dislodged during unpacking.